Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient believed there was a short in the patient cable. The patient noted mobile power unit (mpu) alarmed when the patient cable was wrapped around it. The alarms were recreated on a demonstration system controller in the clinic, so the hospital provided a new mpu which resolved the issue. There was no patient impact due to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarm issue when patient cable is wrapped around the unit could not be confirmed with the returned mobile power unit (serial # (B)(6)). Visual inspection noted the sleeve around the connectors appears to be separating. The unit was functionally tested, and the reported alarm issue could not be reproduced. The damaged connector did not result in any atypical alarm issue. A repair request was sent to the customer regarding the damaged connector, which would be prone to fluid ingress. The repair was not approved. The mobile power unit was returned to the customer unrepaired and labeled ¿not for human use¿. A root cause of the alarm issue could not be determined through this evaluation. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. No further information was provided. The manufacturer is closing the file on this event.